Event description:
It was reported that during a holmium laser lithotripsy procedure for calculus on right ureter, the fiber did not emit energy. Due to this, the procedure was completed using another device. There were no patient complications. The device returned and it was analyzed, during this inspection it was found that the fiber connector had no light exiting the face, this is indicative of an internal connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual and microscopic inspection found that the fiber connector had no light exiting the face, this is indicative of an internal connector fracture. In addition, burn marks were present on the face and the aim beam exiting the fiber tip was weak. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber failure to operate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that the interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Based on the information available and investigation results, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.